Manufacturer narrative:
(B)(4).

Event description:
It was reported that the driver (iipdts) picked up the implant from the blister and disengaged while carrying it to the surgery zone. The implant fell and loss sterility. Another driver and another implant was used to complete the procedure.

Manufacturer narrative:
One certain® 4, 5, 6mm(d) implant driver tip - short (iipdts) was returned with the associated implant for investigation. A visual inspection of the returned driver did not identify any signs of significant wear, damage, or deformation. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. The returned driver was functionally tested with the implant. The driver merged with and gripped the implant without issue. The alleged device malfunction was unconfirmed. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.